Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 4470 competitor implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that both the a and v channels of the device were being affected by 60 hertz noise (electromagnetic interference). The device - connected to competitor leads - triggered a right ventricular lead integrity alert due to elevated short interval counts (sic) and non-sustained tachycardia (nst) episodes. Two older episodes were noted that also showed the cyclic noise. The device remains in use. No patient complications have been reported as a result of this event.